Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate gogear shower bag could not confirm the report of the bag appearing flooded. A specific cause for the reported event could not be conclusively determined through this evaluation. The shower bag was returned in lightly used condition with the shoulder strap and belt detached. The external portion of the bag did not reveal any damage or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. Additionally, the interior of the bag did not reveal any evidence of fluid ingress. The bag's zippers, clips, and buckles all functioned as intended. The bag was properly closed and then mounted in a sink and sprayed directly with water for multiple minutes. Following the test, no visible water was observed inside the bag, and the interior surfaces did not feel wet to the touch. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further related issues reported at this time. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. These documents state in the ¿caring for wear and carry accessories¿ sections that the user should periodically inspect the wear and carry accessories for damage or wear. The documents also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the shower bag appeared to be flooded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that no other equipment was damaged due to the compromised shower bag. The shower bag reportedly was properly closed and there appeared to be no visible issues with the bag.